Manufacturer narrative:
Concomitant medical products: product ID: 977a275, serial#: (B)(4), implanted: (B)(6)2017, product type: lead; product ID: 977a275, serial#: (B)(4), implanted: (B)(6) 2017, product type: lead. Other relevant device(s) are: product ID: 977a275, serial/lot #: (B)(4), ubd: 29-aug-2020, UDI#: (B)(4); product ID: 977a275, serial/lot #: (B)(4), ubd: 10-feb-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for call was patient (pt) mentioned their spinal cord stimulator(scs) was reprogrammed today with a rep at hcp's office, and the pt went home and unlocked their controller, but got "settings not available" message. Pt said they attempted to adjust their therapy settings in group a, but the group was grayed out and the pt got "settings not available" message. Pt then switched to group b, and the pt said the settings were "there" but the pt could not increase their settings in group b. Pt can decrease their settings, but cannot increase settings at all. Pt had been reprogrammed a lot in the past. Pt said they cannot turn each program on and/or off because the programs are grayed out. Patient was redirected to their hcp, rep. Later the rep reported that patient went home after being programmed today and patient got desired settings not available (oor) on the controller. Technical services(ts) reviewed factors that can cause oor. Ts told caller since impedance is good, around 1000 ohms, patient most likely reached the upper limit of what the system can deliver and around 13 ma. Patient programmed double guarded bipole and a bipole with 300 usec, 20hz and 10hz. Additional information was received from the manufacturer representative (rep). It was reported that the patient is using system on current settings. The rep has followed up with patient on thursday, feb 24th and monday, feb 28th. Patient reports he¿s doing okay, but would still like to come in for a reprogramming when he has time. Patient will follow-up with hcp to make an appointment. Patient will be making an appointment with his hcp and rep will be there to adjust settings. Further additional information was received from rep stating patient (pt) has been seeing 'settings not available' on their controller. Caller states the pt's coverage (location) seems good but the pt's intensities are 'very very' high with some settings at 25ma. The caller states that the pt is not feeling stim very strongly even at those high settings. The caller states the pt will turn stim down and when they try to turn it up they end seeing 'settings not available'. The caller states the issue started since a lead revision the pt had. Tss reviewed why oor occurs and advise the caller that they should probably start fresh on programming and look at what contacts are actually viable on the pt's lead. Furthermore, after a follow up with the pt, rep states they checked all the reference electrodes and got an x-ray to make sure nothing has changed. The caller states x-ray shows that the leads have moved 'down a little bit' but pt is still getting some coverage in all the areas he needed. The caller noted that strangely the pt feels no change in their stim strength when going from 15ma to 25ma. Tss reviewed programming options and considerations and advised that if the lead has moved, they may be dealing with several factors that can contribute to the pt's 'settings not avail' as well as stim perception. Caller will continue to work with pt on programming optimization.

Event description:
Additional information was received from the patient on april 15th reiterating a lot of same information about the patient's lead issues and issues adjusting stimulation. Pt stated that they had no control of the stimulation and that if they had the stimulation at 20 and then dropped the stimulation to 18, then they couldn't put the stimulation back up to 20. Pt confirmed that they were seeing settings not available when trying to increase the stimulation intensity. Pt stated that when they had the leads moved down, they also got the new ins which was in august 2020. Pt stated that the stimulation was strong with their previous ins. Pt stated that a rep talked to someone at corporate and that they were told that the pt's body was getting used to the stimulation; pt stated that was not possible as they were fine with their previous ins. Pt asked if the issue was equipment related; patient services specialist (pss) reviewed with the pt that replacing the equipment would not resolve the issue. Pt stated that the stimulation at 35 felt very low and not very strong when the stimulation at 35 should have been knocking them into the other room. Pt stated that the rep asked them if they felt a difference from the stimulation going from 20 to 35; pt stated that they did not feel a difference. Pt stated that the rep dropped the stimulation from 35 to 20 and that the stimulation felt the same to them. Pt stated that the reps told them to call ps. Pt stated that it seemed like they were taking off of work every so often just to meet with the reps in manhattan at healthcare provider's (hcp) office for ins reprogramming. Pt stated that when they had their first ins, they maybe went in for ins reprogramming two or three times at the most if that; pt stated that everything was perfect and to their liking. Pt stated that now with their current ins, they had been in more than they imagined for ins reprogramming and that they were in more the last couple months than they had been in the first few years of having their previous ins. Pss explained the settings not available and offered to send a message to the reps throughout the call. Pss re-opened the case to assign case to self and send a message out to the field requesting contact.

Manufacturer narrative:
Concomitant medical products: product ID :977a275, serial# (B)(6), implanted: (B)(6)2017, product type :lead. Product ID :977a275, serial# (B)(6), implanted: (B)(6) 2017, product type : lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 977a275 lot# serial# (B)(6), implanted: (B)(6) 2017, explanted: product type lead product ID 977a275 lot# serial# (B)(6), implanted: (B)(6) 2017, explanted: product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep on may 4th. The cause of the lead migration was still not determined. The patient is still unable to reach desired settings after multiple reprograms and the issue is still not resolved.